Event description:
Radiometer reference: (B)(4). According to complaint, the hospital reported, at 16:30 on (B)(6) 2025, a medical assistant delivered an arterial blood sample from an endocrinology department patient. After receiving the sample, the nurse performed a blood gas analysis on the abl90 flex analyzer (serial number (B)(6)). At 16:33, the blood gas analysis results showed a potassium level of 10.5 mmol/l and a sodium level of 171 mmol/l (discrepant values). The endocrinology doctor reviewed the patient's condition and determined that the critical values were inconsistent with the patient's clinical symptoms. The endocrinology department then re-collected an arterial blood sample from the patient and sent it to the emergency department for repeat blood gas analysis. At 17:06, the results showed a potassium level of 3.4 mmol/l and a sodium level of 133 mmol/l (comparison values). An engineer was immediately contacted to replace the sensor cassette.

Manufacturer narrative:
The radiometer investigation has shown that the root cause cannot be determined due to lack of data, parts and details.according to communication 2025-09-23 7:54:49 by level 1: "the engineer believes that hemolysis during sample transport caused the abnormal k result. The patient's medication may have led to the abnormal na result. However, the customer did not provide specific medication details". Because of lack of data this cannot be confirmed. Hence, root cause is unknown.